Manufacturer narrative:
Follow-up #1 date of submission 02/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: evaluation revealed that there is no visible damage to the keypad. The up, ok, and down buttons are intermittently unresponsive and the contrast button is unresponsive. Removed the keypad and found contamination under all of the button contacts. The pump booted to the verify screen with dim pink contrast. A crack along the battery compartment was found from the threads to the bumper pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.